Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refq1194 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "fractured PICC 3cg wire." Additional information received 06/28/2021. Was there any patient harm reported? No.